Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and charring was detected at the proximal (tip) electrode after exertion of the catheter. The activated clotting time (act) was 509s. Maximum temperature 56 degree celsius on one single ablation site with a maximum contact force of 46g. There were no error messages. There was no harm to the patient and the procedure was completed successfully. Additional information was received on 03-jul-2024. It was indicated that the physician considered the char to be excessive and a potential risk to the patient. The patient did not exhibit any neurological symptoms since the procedure was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed char in the tip area. The temperature and impedance test were performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. A manufacturing record evaluation was performed for the finished device number lot 31263074l and no internal action related to the complaint was found during the review. The thrombus-clot and char issues reported by the customer were confirmed. The potential cause of the char could not be conclusively determined. The instruction for use of the device contain the following recommendations: monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation; to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture was reviewed, and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and charring was detected at the proximal (tip) electrode after exertion of the catheter. The activated clotting time (act) was 509s. Maximum temperature 56 degree celsius on one single ablation site with a maximum contact force of 46g. There were no error messages. There was no harm to the patient and the procedure was completed successfully. Additional information was received on 03-jul-2024. It was indicated that the physician considered the char to be excessive and a potential risk to the patient. The patient did not exhibit any neurological symptoms since the procedure was completed.